Event description:
Mandatory medwatch received from the customer reporting an independent rate change during pt use. The report stated "the infusion pump started bolusing at 999 cc/hr for no reason. The pump just malfunctioned". The customer was contacted for further info. The pump was programmed to deliver an unspecified medication at an unspecified rate. The pt's family member noticed the pump rate changed and notified the nurse. It is unknown how long the pump was running at the reported rate of 999 ml/hr before it was noticed. There was no audible alarm noted and there was no reported adverse pt effect. There was no reported cell phone usage in the room at the time of the event. The pump was pulled from service and the therapy continued using a replacement pump. The customer contact reported the specific pump involved in the event could not be positively identified, so two pumps were sequestered and tested. Though requested, no further info was available.